Event description:
Allegedly, after a case a nurse was unplugging a camera from this unit, and was shocked on her right hand leaving a small burn mark on the tip of her middle finger.

Manufacturer narrative:
Additional information will be provided once investigation is completed.